Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported when using the bd preset¿ there was a safety shield failure. The following information was provided by the initial reporter: translated to english. The customer stated: "at the hospital the cap of the syringe was found to be broken."

Event description:
It was reported when using the bd preset¿ there was a safety shield failure. The following information was provided by the initial reporter: translated to english. The customer stated: "at the hospital the cap of the syringe was found to be broken.".

Manufacturer narrative:
Investigation summary : bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for damaged shield with the incident lot was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of damaged shield was not observed. The most likely root cause of this type of defect is an end overload, where the needle shield tip has been caught between the sealing plates and crushed flat. This type of defect affects a very small number of components. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. If samples are received and new information is learned this investigation will be updated. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd preset¿ there was a safety shield failure. The following information was provided by the initial reporter: translated to english. The customer stated: "at the hospital the cap of the syringe was found to be broken."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/11/2021. H.6. Investigation: bd received 1 sample and 1 photo for investigation. The photo was reviewed and the indicated failure mode for damaged shield with the incident lot was observed. The customer sample was evaluated by visual examination and the issue of damaged shield was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and no damaged shields were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Root cause could not be determined. H3 other text : see h.10.